Manufacturer narrative:
Batch review performed on 26 feb 2025: lot 2300339: (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 23-feb-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2309205: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 12-apr-2028. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 7 months after primary, the patient came in reporting pain due to joint luxation and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.